Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer was intermittently generating high lactate dehydrogenase (ld) patient results discovered on (B)(6) 2011. Some false high results were reported out of the laboratory. Patient results were not supplied by the customer. The customer repeated all patient samples run since (B)(6) 2011. Several patient samples did not match because results were lower on repeat. Amended reports were issued. There was no change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample information was not provided by the customer. Per the customer complaint record, intermittently, high ld qc results were generated by the analyzer prior to and after the event. A bec field service engineer (fse) was dispatched and performed troubleshooting on the analyzer. The fse discovered a small tear on the wash station manifold valve. The fse replaced the valve, which resolved the problem.